Event description:
The pt reportedly woke up with a blood glucose level of 435 mg/dl and slight nausea. The pt was able to self treat the symptom with a bolus insulin dose. The pt mentioned that the pump has been randomly losing prime.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the display screen was misaligned. The force sensor pins were partially dislodged. An "ezprime" operation was performed with no loss of prime warnings duplicated. The pump was exercised with no loss of prime warnings duplicated. The pump was found to deliver insulin accurately. The pump history revealed a loss of prime alarm at 1:05 am the morning the pt allegedly experienced the 435 mg/dl blood glucose elevation and felt slightly nauseous. The pump was not reprimed until 7:39 am that morning. The elevated blood glucose level was self treated and is not indicative of a serious diabetic injury as the pt's nausea was also described as "slight".